Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the pump is designed to vent automatically when there is a pressure difference between inside the cartridge and the surrounding air. In certain conditions, such as a gradual elevation change of 1,000 feet (305 meters), the pump may not vent immediately and delivery accuracy can vary up to 15% until 3 units have been delivered or elevation changes by more than 1,000 feet (305 meters).

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50s mg/dl range. Reportedly, the customer experienced vomiting and near unconsciousness. The customer reported being disconnected from the pump in an unpressurized airplane at high altitudes. The customer reconnected to the pump before the airplane cabin pressure stabilized resulting in unintended insulin delivery. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.